Event description:
A nurse reported that during a cataract¿vitrectomy combination procedure, two vitrectors failed while using the ophthalmic system. The surgery was completed on the same day using an alternative system, and there was no patient harm. This report pertains to ophthalmic system involved for this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).